Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2025-04092. Please reference file mrn 3012307300-2025-06948 for all details pertinent to this event.

Event description:
It was reported that pump was alarming error code 44000 and alleged an out of box incomplete repair. There was no patient reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.